Manufacturer narrative:
Lot #: suspected lots g1251658, g152334, g150552, g151030 and g149907. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a1000ml evacuated container was leaking. It was stated that the rubber on top after being spiked was not sealing properly. This was identified after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted for suspected lots g151658 (previously submitted asg1251658), g152334, g150552, g151030 and g149907 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, and h10. H4: the suspected lot # g151658 was manufactured on august 23, 2021. H4: the suspected lot # g152334 was manufactured on september 23, 2021. H4: the suspected lot # g150552 was manufactured on june 23, 2021. H4: the suspected lot # g151030 was manufactured on july 23, 2021. H4: the suspected lot # g149907 was manufactured on may 24, 2021. H10: should additional relevant information become available, a supplemental report will be submitted.